Manufacturer narrative:
Investigation/ analysis: the clinic reported they have no plans to return the device to olympus for investigation. Therefore, olympus cannot conclusively determine what caused the user's experience. The lungs are a closed system and the body would not pass this piece on its own. Due to the patient's condition, an additional procedure to retrieve the missing piece could prove to be potentially more harmful. If the device is returned, and further significant information is found, a supplemental report will follow.

Event description:
Complaint description: the clinic reported a piece of the device fell into a patient's lung during procedure. The physician was unable to retrieve the piece and the procedure was completed. The physician does not plan to retrieve the missing piece and the hospital feels the piece is very small. The clinic reported due to the patient's condition it is difficult to evaluate if the missing piece in the lungs is affecting the patient, but the patient appears to be doing well.